Manufacturer narrative:
(B)(4). A visual examination of the returned device noted that the stent was not returned, the suture was intact and there was no damage to the suture hole. The guide catheter was buckled, stretched, broken and there was a suture mark near the distal end. The guide catheter was stuck on a 0.035' bsc guidewire and there was no damage to the guidewire. The push catheter was broken in two places, 130 mm from the proximal hub and 20 mm distal of the first break. The breaks were jagged and rough, indicating the breaks occurred due to tensile force and not from being cut by the user. The noted damages to the push catheter are most likely due to forces encountered when retracting the device through the scope or the device getting stuck on the scope elevator. The noted damaged to the guide catheter indicate difficulty was experienced during deployment and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A review of the device labeling and directions for use (dfu) was performed and no anomalies were noted.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during an endoscopic stent placement procedure in the inferior bile duct performed on (B)(6) 2012. According to the complainant, during the procedure, resistance was experienced when attempting to deploy the stent in the bile duct and the stent was unable to be deployed. The guide catheter was stretched and then broke; however, the guide catheter remained within the push catheter allowing the delivery system to be removed in one piece. The procedure was completed with another of the same device. The patient anatomy was reported to be a tight stricture that was severely tortuous. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Note: the event of guide catheter broken was reported via asr on (B)(4) 2013. The investigation results found the push catheter to be broken, which is a reportable, non-asr failure; therefore, this MDR is being submitted.